Event description:
Reporter indicated that upon interrogation of device at office visit, programmed parameters were found to be at different settings than were prescribed. It was reported that at last office visit approximately 13 months prior, normal mode output current was programmed to 2.25ma with magnet mode output current set to 2.5ma. Upon interrogation at recent office visit, the normal mode output current was found to be set to 1.75ma with magnet mode output current set to 2.0ma. The elective replacement indicator was no, ruling out generator battery end of life as a possible cause of the inadvertent change in device settings. A review of device programming history revealed that the patient was without vns therapy after an apparent interrupted lead test resulted in an output current setting of 0ma at office visit approximately 9 months prior to recent visit. The device was not interrogated as the last step of this programming session to confirm correct settings. The patient was then seen by a different physician between the time the output current was inadvertently set to 0ma and the recent office visit where parameters were found to be at different settings than were prescribed by reporting physician. At the time that the paitent was seen by the different physician, device interrogation revealed that the output current was set to 0ma and the device was subsequently reprogrammed to the parameters at which it was found to be set at recent office visit with original physician. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance.